Event description:
A report was received from an eyecare practitioner of "severe corneal ulcers in both eyes" associated with wear of air optix for astigmatism lens in one eye, bausch & lomb purevision toric lens in the other, and use of solocare aquify lens care solution. The pt recovered from the bilateral ulcers and resumed cl wear, only for the ulcer in the air optix eye to return. Request has been made for additional info, however, no further details have been provided at the time of this report. Refer to #9681121-2010-00014 for air optix for astigmatism report.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 298 mg/dl, 167 mg/dl, unknown reading in mg/dl, and 135 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.